Event description:
The user facility reported a controller failure, red alarm occurred. The nurse swapped out the automated impella controller (aic) without issue.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03291 was submitted. D.4 model number and serial number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03291 was submitted. E.1 revised address line1, us city and us zip code as they were entered incorrectly on the initial manufacturer device report number 1220648-2023-03291. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-03291 in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03291 was submitted. H.6 codes 2199 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2023-03291 in accordance with updated procedures. H.8 revised usage of device as it was reported incorrectly on initial manufacturer device report number 1220648-2023-03291.